Manufacturer narrative:
Involved device, photograph or lot number were not provided for evaluation. Therefore a visual inspection nor a review of phr could be completed. Discarded by facility.

Event description:
Report received of a strap ripping on the sage airtap lc device while hooked up to a (B)(6) patient. Reporter was unable to provide any additional information. No lot information, product or photographs were provided.